Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2017-00998. The patient reported ineffective stimulation in her right hip area. Reprogramming was attempted by the sjm representative to no avail. Reportedly, the physician recommends a trial as the next course of action to address the issue.

Event description:
Device 2 of 2: reference MFR. Report#1627487-2017-00998. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue.